Manufacturer narrative:
Some information for this report may not have been provided at this filing. If the information is provided at a later date, a supplemental filing will be sent. The event description does not suggest that the functional performance of the device was out of specification, but indicates a possible sensitivity reaction. A small percentage of the population may have hypersensitivity to the adhesive or its derivatives. Typically these reactions occur immediately after application. Without sensitivity testing on these materials, it is not possible to determine if the reaction was due to the adhesive or other factors. The package insert informs the user that reactions may occur in patient who are hypersensitive to cyanoacrylate or formaldehyde. Reactions in these patients are typically limited to redness and/or inflammation that resolves without further treatment once the adhesive has been removed.

Event description:
Dermabond topical skin adhesive was used post-operatively, to close port sites in a patient. Approximately 4-6 weeks later, the patient exhibited severe redness, swelling and heat at the port sites. The patient was hospitalized and treated with antibiotics. No further information regarding product lot number was provided. As per update received on 08/06/2007, the patient is in a satisfactory condition.